Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor, however, no specific value was provided. Reportedly, the cartridge ran out of insulin. A manual injection of insulin was administered to address bg. Reportedly, the customer changed the cartridge and successfully resumed insulin delivery.